Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial artery (sfa). A 2.0mmx30mmx143cm nc quantum apex balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 6 atmospheres. The device was removed intact. There was no kink prior to use and no resistance noted during the procedure. No patient complications were reported and the patient's status was good.